Event description:
Customer reported that he was recently hospitalized due to high blood glucose levels. Customer reported that he was unsure whether or not the insulin pump was functioning properly. Blood glucose level was 500 mg/dl at the time of admission. Customer stated that the high blood glucose level was due to an infusion set that was not inserted properly. Customer also reported that he had diabetic ketoacidosis at the time of hospitalization. Customer stated that an additional hospitalization took place about one year prior to the call also. Customer reported that his blood glucose level was 485 mg/dl at the time of that admission. Troubleshooting did not show any malfunction of the insulin pump. Blood glucose level at the time of the call was 129 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.